Event description:
It was reported that an a1059 mayfield modified skull clamp slipped on a patient and caused a major tear.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.